Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0958b, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID neu_leadcap_acc, lot# unknown, product type: accessory. (B)(4).

Event description:
It was reported that there was damage on contact 3. It was noted that the event occurred during a procedure and that damage was detected removing the lead. It was noted that no action was required and the product was implanted and remains in service. It was further reported that, while pulling the lead end cap off of the lead, the 3rd contact looked like it could possibly be damaged. However, the lead was placed into the extension and an impedance check "checked out ok." It was also noted that it looked like the lead could have been bent as well because the surgeon had difficult time getting the lead and extension connected. It was reported that the final result was that the surgeon was able to make the connection and all impedances were ok. The patient reportedly had no symptoms or complications and was alive with no injury. Additional information has been requested but was not available as of the date of this report.